Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, about one year ago, the palindrome with 23 cm was placed at the internal jugular vein of the patient. A customer reported it was possible to push, but not possible to pull when the catheter was flushed with syringe this month. And after flushing repeatedly for several times, the flow was recovered slightly. It was usually about 200 ml per minute, but it was reduced until about 50ml. It was stated that the catheter was removed and when confirming the tip of it, there were a thrombus like objects that were clogged at the end and the side hole of it. For routine catheter management, it was filled with the heparinized stock solution. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the only the distal end of the catheter was received. The distal end of the catheter was cut down the middle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut at the distal end of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.